Event description:
The doctor reported that the implant was removed due to osseointegration failure less than a month after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was good. During the surgery, local infection, peri-implantitis, and pain were observed. Patient has since recovered.